Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A rise in the left ventricular pacing threshold was reported via merlin.net and no capture was reported at maximum output. Imaging was performed and the lead was noted to be dislodged. The lead was explanted and replaced. The patient is in stable condition.